Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was not returned to fisher & paykel healthcare for evaluation as it had been discarded by the hospital. Further information was sought in order to complete our investigation. Result: the hospital informed us that they did not observe any damage or defect with the subject opt844 cannula or the 900pt501 tubing. They could not confirm whether the cannula had been attached properly (the cannula makes a clicking sound during correct connection to the circuit). Conclusion: the cannula had only been in use for a "short time" before the incident occurred. It is possible that the cannula was not connected properly or that the patient had inadvertently pulled on the cannula, causing it to disconnect. The optiflow adult cannula forms a tight connection with the 900pt501 breathing tube and significant force is required to disconnect it. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of.

Event description:
A (B)(6) reported via a fisher & paykel healthcare field representative that a patient was using an opt844 nasal cannula when an alarm sounded from the pulse oximeter and it was found that the opt844 had become disconnected from the breathing circuit.the hospital further reported that the patient desaturated and was subsequently placed on another oxygen system with no further consequence being reported.